Event description:
During a turp procedure, nurse was leaning against the cord plugs to the bovie. When dr activated the bovie, she received a pinhole coagulation burn on the lower abdomen. The nurse was treated at the ER with antibiotic cream and the wound was dressed. It took 2 1/2 weeks before it healed.